Event description:
It was reported that the patient was having headaches and nausea. The patient's catheter had a leak not long after the pump was implanted. The catheter was revised (B)(6) 2012. The patient had ongoing symptoms of nausea and vomiting due to being sensitive to the drug. The drugs in the pump were clonidine, bupivacaine, and morphine. It was later reported that the spinal segment of the catheter fell out of the subarachnoid space and was lying coiled in the subcutaneous tissue. A new spinal catheter was inserted and sliced to the old catheter's proximal segment. The patient recovered and was receiving effective therapy. It was noted the drugs in the pump were clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).